Event description:
The customer reported a defib error that could impact the delivery of therapy. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a defib error that could impact the delivery of therapy. There was no report of pt involvement. The device was evaluated locally. The power pca was replaced to resolve the issue.